Manufacturer narrative:
The hand pump was returned to syncardia for evaluation. The hand pump met functional requirements for tank pressures and cardiac output. Visual inspection of the hand pump's exterior revealed misaligned (separated) housings. Visual inspection of the hand pump's interior revealed broken swage nut standoffs and dislodged swage nuts, a bent mounting frame and kinked interior tubing. The investigation revealed evidence of improper handling and/or impact shock, which is the likely root cause of the customer-reported issue. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Event description:
The syncardia hand pump was not in patient use. The syncardia hand pump is an accessory to the companion 2 driver system. The hand pump is designed to provide manual short-term emergency support of the syncardia tah-t in the event of a driver failure. The customer reported that there are loose parts inside the hand pump.

Manufacturer narrative:
(B)(4) initial.

Event description:
The syncardia hand pump was not in patient use. The syncardia hand pump is an accessory to the companion 2 driver system. The hand pump is designed to provide manual short-term emergency support of the syncardia tah-t in the event of a driver failure. The customer reported that there are loose parts inside the hand pump. This alleged failure mode poses a low risk to a patient because the damage to the hand pump was observed when it was not in use on a patient. The hand pump will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.